Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image and displayed color bars on the monitor. The issue occurred during a therapeutic sinus procedure which was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g1; g3; h2; h6 and h11. The device was not returned to olympus for inspection. However, technical assistance center (tac) provided remote troubleshooting due to no image on the monitor while performing a sinus surgery. Troubleshooting was able to resolve the reported allegation after cleaning the contacts on the scope with an alcohol prep pad. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.